Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device switches down the pump when activated, was confirmed. It was found that the motor did not run as it was corroded. Further, the resistance values of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range. The motor, the motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable. The corroded motor has a tendency to stick and not turn, and along with the defective cable and hand control set would have caused the issue reported by the customer. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the handpiece device switched down when activated. During in-house engineering evaluation, it was determined that the motor did not run as it was corroded. There was no procedure nor patient involvement reported. No additional information was provided.